Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the battery charger was resetting. Upon evaluation, there was insect contamination throughout the unit. The cause of the charger resetting is the contamination. The source of the contamination cannot be positively identified. Device evaluation of battery (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger or battery.

Event description:
A us distributor reported a patient's battery charger was unable to power on and that a battery was unable to power on the monitor.